Manufacturer narrative:
Device not returned to manufacturer for evaluation as yet.

Event description:
It was reported that during a neuro surgical procedure, the dura was torn. The device subject to this MDR, stopped automatically upon reaching the dura. It was further reported that the torn dura was repaired during surgery and the procedure was completed successfully.